Event description:
It was reported that patient underwent surgical intervention at unknown date for unknown reason wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown it was reported to abbott, a rep reported to abbott, they were scheduled to reprogram a patient¿s system. The rep found a patient had their system reimplanted. Its unknown when and why the system was reimplanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.